Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (exact results unk), indicating possible device malfunction. Review of x-rays by treating neurologist revealed that the lead connector pin was not fully inserted into the generator header. Revision surgery is planned. The pt's device has been programmed to off pending revision surgery. It was reported that previous device diagnostic testing (date unk) was within normal limits, indicating proper device function at some point prior to the high lead impedance test result. It was reported that the pt is "very hyper" and had recently experienced trauma to the neck area approximately two months prior to the high lead impedance test result, at which time he fell at a water park. The high lead impedance test result was the first time that device diagnostic was performed since the pt's fall.